Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had a no delivery problem. Customer's blood glucose was unknown. Troubleshooting was performed and no delivery continued. Customer was advised to return the device for analysis, and customer agreed.

Manufacturer narrative:
The pump passed the functional tests including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarm or no delivery alarm noted. The pump was received with minor scratches on the lcd window and a cracked select button keypad overlay.